Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that the device failed the delivery accuracy test measuring 21.2 ml on two tests. The issue was discovered during annual preventative maintenance testing using a pronk flowtrax ft-2.analyzer used for testing. There was no patient involvement and no human harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be received for evaluation, however, it is yet to be received.

Manufacturer narrative:
The device was returned for evaluation on 11/3/23. The customer's reported condition of device fails volume accuracy performance verification test (pvt) as the device passed volume accuracy pvt test with 20.40 ml. The probable cause for customer¿s complaint of the device failing volume accuracy test was not found.